Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No button keypad anomalies or button error alarms noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error as the customer was programming a bolus. It was later stated that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.